Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an unknown date and mesh was implanted. It was reported that the patient experienced pain, nerve damage, fibromyalgia and atrophy of the muscle, body, and brain. It was reported that the patient underwent removal surgery on an unknown date. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 03/27/2020. Additional information: d1, d2, d2b, d4, d6, g1. G5, h4. Additional b5 narrative: it was reported that she underwent a gynecological surgical procedure on an (B)(6)2012 date and mesh was implanted. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.